Event description:
It was reported that the pressure sensor was connected and the arterial blood pressure (abp) mode was set to zero. After the operation starts, the patient's arterial pressure was not displayed. After resetting, the pressure is still not displayed. Item replaced and replacement worked normally. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).